Event description:
It was reported that the implantable cardiac monitor had been implanted for about four weeks and recorded a number of false episodes (bradycardia, pauses and tachycardia) due to both undersensing and oversensing. The nurse noted the patient's r and t waves vary significantly in morphology and amplitude but inquired about programming suggestions to reduce the number of episodes. Adjusting the sensitivity and extending the decay delay was suggested and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).